Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired after an implant date of 2007 due to unknown reasons. Unknown if patient death is device related. Date of patient's death and implant duration is unknown. Information received from implant patient registry. Information received in 2008 from surgeon: patient died at home. Device was not explanted. Cause of patients' death is unknown.